Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/failure to occlude (close) fallopian tube(s)"), device breakage ("fracturing of implant"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general),") and pregnancy with contraceptive device ("pregnancy (no complications),") in a 32-year-old female patient who had essure (batch no. 748470) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included abruptio placentae, multi gravida (total number of pregnancies: 5) and parity 6 (total number of live births: 6- as reported (31jul2004, 22jan2009, 04jan2010, 14jan2011, 31jul2012).). Concurrent conditions included dizziness, dyspnea, fatigue, ileitis, inflammatory bowel disease and crohn's disease. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), procedural pain ("complications or problems that occurred at the time of your essure placement procedure: yes pain and cramping") and investigation noncompliance ("she did not undergo confirmation test."). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), ibuprofen, vitamins, cilest (mononessa-28), surgery (to remove the essure implant), surgery (to remove the essure implant) and surgery (fallopian tubes were removed during a c-section). Essure was removed on 18-sep-2017. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pregnancy with contraceptive device, migraine, headache, depression, dysmenorrhoea, fatigue, anxiety, procedural pain and investigation noncompliance outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, investigation noncompliance, migraine, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: she had a history of a failed essure in 2009, followed by a failed sterilization with banding followed by partial salpingectomy at c-section in 2011 (which so far has not failed). 5he thought that the essure coils were removed at the time of salpingectomy, but they are not in the path report discrepancy noted in essure removal date: 31-jul-2012 & 25-sep-2017 diagnostic results: surgical pathology report final pathological diagnosis: placenta. Delivery; ¿ placental weight: 462 grams. ¿ umbilical cord: three vessels. ¿ membranes; unremarkable. ¿ fetal surface: unremarkable. ¿ villous tissue: unremarkable. ¿ maternal surface: blood and blood clot consistent with abruption (B)(6) 2012:final pathological diagnosis: a, right fallopian tube, tubal ligation: complete cross section of fallopian tube with no diagnostlc abnormality b. Left fallopian tube, tubal ligation: complete cross section of fallopian tube with no diagnostic abnormality gross description: part a. Received in formalin labeled "right fallopian tube~ is a fimbriated segment of fallopian tube, 4.6 cm in length x 0,6 cm in average diameter, the serosa is glistening pink purple and is inked black prior to sectioning. Cross sections reveal till pinpoint lumen. Representative sections are submitted in a 1. Part 6. Received in formalin labeled "left fallopian tube is a fimbriated segment of fallopian tube, 5.2 cm in length x 0.6 cm in average diameter. The serosa is glistening pink purple and smooth with a. Few scattered para tubal cysts filled with clear serous fluid ranging from 0.2 to 0.3 cm. Cross sections reveal a pinpoint lumen. Representative sections are also submitted in a1. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Lot number & lab data updated. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/failure to occlude (close) fallopian tube(s)"), device breakage ("fracturing of implant"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general),") and pregnancy with contraceptive device ("pregnancy (no complications),") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included abruptio placentae, multi gravida (total number of pregnancies: 5) and parity 6 (total number of live births: 6- as reported (B)(6)2004, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012).). In march 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In january 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), procedural pain ("complications or problems that occurred at the time of your essure placement procedure: yes pain and cramping") and investigation noncompliance ("she did not undergo confirmation test."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), ibuprofen, vitamins, cilest (mononessa-28), surgery (to remove the essure implant), surgery (to remove the essure implant) and surgery (fallopian tubes were removed during a c-section). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pregnancy with contraceptive device, migraine, headache, depression, dysmenorrhoea, fatigue, anxiety, procedural pain and investigation noncompliance outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, investigation noncompliance, migraine, pregnancy with contraceptive device and procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/failure to occlude (close) fallopian tube(s)"), device breakage ("fracturing of implant"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general),") and pregnancy with contraceptive device ("pregnancy (no complications),") in a 32-year-old female patient who had essure (batch no. 748470) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included abruptio placentae, multi gravida (total number of pregnancies: 5) and parity 6 (total number of live births: 6- as reported (B)(6) 2004, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012).). Concurrent conditions included dizziness, dyspnea, fatigue, ileitis, inflammatory bowel disease and crohn's disease. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), procedural pain ("complications or problems that occurred at the time of your essure placement procedure: yes pain and cramping") and investigation noncompliance ("she did not undergo confirmation test."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), ibuprofen, vitamins, cilest (mononessa-28), surgery (to remove the essure implant), surgery (to remove the essure implant) and surgery (fallopian tubes were removed during a c-section). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pregnancy with contraceptive device, migraine, headache, depression, dysmenorrhoea, fatigue, anxiety, procedural pain and investigation noncompliance outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, investigation noncompliance, migraine, pregnancy with contraceptive device and procedural pain to be related to essure. The reporter commented: she had a history of a failed essure in 2009, followed by a failed sterilization with banding followed by partial salpingectomy at c-section in 2011 (which so far has not failed). 5he thought that the essure coils were removed at the time of salpingectomy, but they are not in the path report. Discrepancy noted in essure removal date: (B)(6) 2012 & (B)(6) 2017. Diagnostic results: surgical pathology report: final pathological diagnosis: placenta. Delivery; placental weight: 462 grams. Umbilical cord: three vessels. Membranes; unremarkable. Fetal surface: unremarkable. Villous tissue: unremarkable. Maternal surface: blood and blood clot consistent with abruption. (B)(6) 2012:final pathological diagnosis: a, right fallopian tube, tubal ligation: complete cross section of fallopian tube with no diagnostic abnormality. B. Left fallopian tube, tubal ligation: complete cross section of fallopian tube with no diagnostic abnormality. Gross description: part a. Received in formalin labeled "right fallopian tube~ is a fimbriated segment of fallopian tube, 4.6 cm in length x 0,6 cm in average diameter, the serosa is glistening pink purple and is inked black prior to sectioning. Cross sections reveal till pinpoint lumen. Representative sections are submitted in a 1. Part 6. Received in formalin labeled "left fallopian tube is a fimbriated segment of fallopian tube, 5.2 cm in length x 0.6 cm in average diameter. The serosa is glistening pink purple and smooth with a. Few scattered para tubal cysts filled with clear serous fluid ranging from 0.2 to 0.3 cm. Cross sections reveal a pinpoint lumen. Representative sections are also submitted in a1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/failure to occlude (close) fallopian tube(s)"), device breakage ("fracturing of implant"), genital haemorrhage ("abnormal bleeding/abnormal bleeding (general),") and pregnancy with contraceptive device ("pregnancy (no complications),") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included abruptio placentae, multi gravida (total number of pregnancies: 5) and parity 6 (total number of live births: 6- as reported (B)(6) 2004, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012). In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device breakage (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), procedural pain ("complications or problems that occurred at the time of your essure placement procedure: yes pain and cramping") and investigation noncompliance ("she did not undergo confirmation test."). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), ibuprofen, vitamins, cilest (mononessa-28), surgery (to remove the essure implant), surgery (to remove the essure implant) and surgery (fallopian tubes were removed during a c-section). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, genital haemorrhage, pregnancy with contraceptive device, migraine, headache, depression, dysmenorrhoea, fatigue, anxiety, procedural pain and investigation noncompliance outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, investigation noncompliance, migraine, pregnancy with contraceptive device and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on 19-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (general), pregnancy (no complications), hysterectomy (partial), migraines / headaches, dysmenorrhea (cramping), pain and fatigue. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and headache ("headache"). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, genital haemorrhage, depression, anxiety and headache outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, genital haemorrhage and headache to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.